Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analysis found that the device was in a high current drain and that was the cause for the battery depletion. The telemetry and pacing outputs were fully functional. (B)(4).

Event description:
It was reported that during the patient follow-up the device revealed a no telemetry condition. Multiple programmers were used to try to gain telemetry without success. It was also reported that a remote monitor was not able to transmit the device either. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: the stacked chip scale package (scsp) was optically inspected. Copper trace anomalies were noted between traces and groups of exposed traces in the scsp substrate. Electrical shorts consistent with the location of the anomalies were simulated on a system breadboard (sbb). The simulation of shorts between two particular locations was shown to result in higher than nominal current drain which is consistent with the observed depleted battery. However no definitive conclusion can be made for the cause of failure.